Event description:
On 05-nov-2019: follow up information was submitted because result of complaint investigation of the returned used device (1 inserted set) showed that the visual test results were in accordance with specifications. Based on the result: device, method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that at night, he experienced high blood glucose level up to 400 mg/dl. Subsequently, he received a blocked alarm for no insulin delivery and when he looked at his set, he noticed that the quick release had come loose, as it was not locked in place. At 9:24 p.m., blood glucose level was 180 mg/dl and at 11:29 p.m. It was 248 mg/dl. Furthermore, the infusion set's tubing detached at the quick release. He calculated the correction off the pump and gave himself a manual injection of 7 units while holding the infusion set in place, which seemed to have worked. At 11:37 p.m., blood glucose level was at 247 mg/dl after bolus. He did not think too much about it and had a big dinner. The site location was on the left side of patient's abdomen and the pump was located on the left side. Reportedly, the infusions were stored in the bedroom closet. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.

Event description:
(B)(4). Event occurred in the united states. The patient reported that at night, he experienced high blood glucose level up to 400 mg/dl. Subsequently, he received a blocked alarm for no insulin delivery when he looked at his set and noticed that the quick release had come loose as it was not locked in place. At 9:24 p.m., blood glucose level was at 180 mg/dl and at 11:29 p.m. It was 248 mg/dl. Furthermore, the infusion set's tubing detached at the quick release. He calculated the correction off the pump and gave himself a manual injection of 7 units while holding the infusion set in place, which seemed to have worked. At 11:37 p.m., blood glucose level was at 247 mg/dl after bolus. He did not think too much about it and had a big dinner. The site location was on the left side of patient's abdomen and the pump was located on the left side. Reportedly, the infusions were stored in the bedroom closet. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.